Manufacturer narrative:
Engineering analysis: based on the details of the complaint it is believed that the stent foreshortening may not have been accounted for during the procedure. The product label specifies the average foreshortened stent length after deployment to nominal pressure (8atm). The foreshortened stent length for the 9mm x 38mm icast stent is 32.7mm. This is listed in two places on both the outer box label and tyvek pouch label. Without images from the procedure it is difficult to determine the exact conditions that the stent was exposed to prior to deploying the stent. The instructions for use (IFU) specify the following: "for treatment of stenotic or obstructed lesions, the icast covered stent should extend a minimum of 1cm proximal and distal to the margins of the lesion". The length of the lesion was not provided. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below (B)(4) lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any performance related issues. The test data indicates that the stent length met the requirements of the product in regards to deployment post deployment to 8 atm. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question. The details provided indicated that the stent was visualized via fluoro prior to inflating the balloon and did not move as it was being deployed nor was it noted to be off position afterwards. It was not noticed to be loose at any time. It is for this reason it is believed that the foreshortening of the stent was not accounted for.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that the stent did not land between the gold markers. It was slightly low due to where the physician wanted it to land in the internal iliac. During the runoff the physician did not feel the stent was between the gold markers on the branch. He deployed a second stent to cover the entire lesion.